Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported, that the customer experienced an elevated blood glucose (bg) level of 522 mg/dl. And ketones were present. Cause of elevated bg was unknown. Customer delivered a correction bolus via the pump to address bg. Customer was admitted to the hospital and was treated with intravenous fluids of saline, potassium and insulin. Customer was discharged on (B)(6) 2024, with no permanent damage. Recommendation was made to consult with a healthcare provider regarding diabetes management.